Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Event description:
Covidien received information stating that an (B)(6) female expired on an 840 ventilator. On (B)(6)2010 at 0800, nurse assessed the patient. Nurse reported patient hypoxic and agonal breathing, despite being on ventilator. Nurse reported the 840 ventilator failed spontaneously and immediately started bagging patient. Nurse observed good chest rise with bag mask ventilation. At this time, the respiratory therapist brought in different ventilator. Respiratory therapist states initial ventilator was still plugged into the electrical outlet when entering room. Patient becomes bradycardic during bag mask ventilations. Patient's husband in room during situation and stated no CPR. Patient was dnr and husband stated he wanted her at peace. According to the risk manager, the ventilator shut down and did not alarm.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade broke off of device. The device was outside the patient when problem occurred. Another device was used to complete the procedure. There was no adverse consequence to the patient.